Event description:
The manufacturer received information alleging that a ventilator service required alarm occurred. There was no allegation of harm or injury reported. During evaluation of the trilogy evo korea device at the manufacturer's service center, the reported issue was confirmed. Review of the event log identified an error indicating that the device software detected a large pressure drop between the monitor and outlet pressure sensors. During diagnostic testing, the active exhalation verification test failed. To address the issue, the device's blower assembly and muffler assembly were replaced. The root cause was determined to be water penetration into the interior of the blower and muffler, resulting in the presence of water droplets. Following service, the device passed final testing and met applicable acceptance criteria.

Manufacturer narrative:
The reported failure of device software has detected a large pressure drop between the monitor and outlet pressure sensors is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h377662656bc9 review confirms that the device met the final acceptance criteria and was released for final distribution.